Manufacturer narrative:
Reportedly there was no patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Address and telephone number unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the cablelock is stuck in the one hand operable cable tensioner. There was no patient involved. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated information reported. Device received mfg. Date the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update:5/3/2018 it was reported that the malfunction caused no patient effect.

Manufacturer narrative:
Device history record review was performed for the subject device: part # 03.221.015 , synthes lot # p295871, supplier lot # p295871, release to warehouse date: 14nov2017, supplier: rti surgical . No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product development investigation was performed for the subject device: the device was returned to the supplier, rti surgical, for inspection. The inspection results for the cable lock, 03.221.017, and the tensioner, 03.221.015, are as follows: visual inspection found the rear locking bit to be stuck to the tensioner. With moderate force applied the bit was removed. Dimensional inspection of the bit found the device to be within manufacturing specifications. Functional inspection of bit passed with the spring plungers functioning as intended. The internal tensioner that was returned passed functional inspection, with measurements of 40.6kg, 41.0kg & 41.0kg. Further visual inspections performed by r&d senior engineer, scott machalk, identified a small amount of galling to the cam lever surface. A definitive root cause for this sticking could not be established with the information obtained in this complaint investigation. However, a probable root cause is the slight galling that was found on the cam lever surface. A DHR review was conducted and found that the device met specification prior to shipping. Date of manufacture (rear bit): 4/28/2014 date of failure: -4/25/2018 days to failure: -1,458 days a review of past occurrences has determined that this is the 4th confirmed complaint related "sticking" amongst this specific line of attachment bits. Risk analysis based on review of prior occurrence trending and the risk management section of the dhf for this product has concluded that the risk level is below actionable limits and not likely to cause serious injury or death to patient or user. Further investigation will not be performed at this time as the risk associated with this occurrence is low. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.